Event description:
It was reported that the device was used in an unknown procedure. No details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained from the sales rep: "I followed up with dr terranova today who was the surgeon with the complaint, and he ¿vaguely¿ remembers the issue. He has no idea what happened that day, what kind of case, or outcome. I asked him about case timing etc and he had no info. I inquired about any adverse consequences, and his thought that if he does not remember the circumstance there were no issues with the case." The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.